Event description:
It was reported that the patient experienced difficulty charging the ipg and had bruising at the ipg site after cycle charging it. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.